Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our france affiliate during a transcatheter valve replacement (thv) with a 23mm sapien 3 ultra valve there was resistance encountered while advancing the valve through the 14f esheath+ introducer, which resulted in damage to the distal tip. The valve was successfully positioned, however during valve deployment the balloon burst during inflation. All the material was removed, and the procedure was completed with no injury to the patient. The patient is in stable condition.